Event description:
The pt is a 52 yr old white female who had bilateral subcutaneous mastectomy in 1978 for mastodynia & fibrocystic disease. In 1981, due to pain & contracture of the right breast, the right breast prosthesis was replaced with another co 200 cubic centimeter implant. Both implants shown to have recalcification with xeromamography. In addition, both implants are quite contracted, class 4, & painful.